Manufacturer narrative:
Conclusion: mattress to be replaced.

Event description:
It was reported via repair work order that the mattress was damaged and there was fluid intrusion reported. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.